Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a double curve lunderquist guidewire caused a left ventricle perforation. No further adverse patient effects were reported. (B)(4) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)